Event description:
Physician was attempting to deploy a resolute integrity drug eluting stent to treat a lesion in the lcx vessel. The lesion was pre dilated with a 2.0 mm balloon. It is reported that the stent would not cross the lesion. An nc 2.55 mm balloon was then used with a guideliner. The stent was able to cross the lesion however during inflation of the balloon at 2atm or less, the balloon burst. The stent and guideliner were withdrawn together back into the guide. It is reported the stent was still crimped on the balloon.

Manufacturer narrative:
Evaluation results: root cause undetermined, (deformation problem) - stent damaged. Evaluation conclusions: (conclusion not yet available) - evaluation in progress: unable to confirm complaint. (B)(4).

Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. A number of struts on the 1st and 2nd proximal stent segments were raised and pulled distally. The 1st distal segment was partially expanded. A number of the mid stent segments were slightly deformed. Stent od¿s in distal and mid stent segments passed od. Proximal segment od 0.068" , specification is 0.055¿. Initial mandrel movement failed due to a blockage in the inner lumen. The distal tip was flared. There was blood visible in the inflation lumen. Negative purge confirmed the present of a leak. On pressurization of the device a leak was detected from the inflation lumen distal to the guidewire entry port. A longitudinal tear 1.3cm long was visible on the inflation lumen. Sem analysis of the tear shows it runs diagonally along axis of device; twisting diagonally around this axis and is tapered at both ends. The distal end of the tear has a bulged appearance and the shaft surface around the bulge is strained and damaged. At this end the tear terminates with a small abrupt change in direction. The mid tear section of the outer shaft has a straight edge appearance. The shaft surface appears to be pushed inward at the proximal end; it was not possible to capture this with the sem because of the twisting of the tear. There is a corresponding faint mark on the inner which has a diagonal orientation similar to the tear in the outer shaft. In places this feature has a raised edge. The overall mechanism appears to be a puncture of the shaft surface, associated with surface abrasion which is accompanied by twisting and rotation of the shaft and the opening of a clear tear at mid length.

Manufacturer narrative:
Evaluation results: related to operational context - (balloon leak). Inherent risk of procedure -(failure to cross). Evaluation conclusions: operational context caused or contributed to the event - (balloon leak). Known inherent risk of a procedure - (failure to cross).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.